Event description:
Noise and pacing inhibition were reported on this rv lead. Representative was able to recreate noise with arm movements in office. Lead remains implanted and will be evaluated further. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.